Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was used after its expiration date. It should be noted in the electronic prostyle instructions for use (eifu), graphical symbols for medical device labeling section, it indicates use-by date symbol, which is next to the expiration date. In this case, the device was used successfully; therefore, use of the device after expiration would not have contributed to the reported event. The investigation determined the reported use of the device post expiration appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 - use after expiration manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f, and the tavr procedure was completed. Reportedly, the preplaced sutures were used to achieve hemostasis. Post procedure it was noted one of the prostyle was used after the use by date. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.